Event description:
Pt experienced adverse symptoms on 4 occasions when using a different peritoneal dialysis solution for his capd exchanges. The symptoms worsened with each use & were reported as taste of plastic or disinfectant, nausea blurred vision disequalibrium, abdominal discomfort & burning sensation on inflow. The pt also noted that slime or mucus appeared to be coming out in his drainage on 5/11. Use of the product was discontinued & the pt returned to using his previous solution for exchanges.